Manufacturer narrative:
The controller was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Log file analysis revealed a controller fault alarm of type sys_uic_dataflash_fail on 07/21/2016 at 18:21:17 hours. This alarm indicates that the user interface controller (uic) data-flash memory failed (most likely due to crc checksum error).analysis revealed that the device passed visual examination and functional testing. The reported event could not be duplicated at the bench level. Per the instructions for use (IFU): the hvad controller is a microprocessor unit that controls and manages the hvad system operation. It sends power and operating signals to the blood pump and collects information from the pump. The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. A fault in the continuity of the pump to controller electrical connection triggers the controller fault alarm. The fault could be in the pump, driveline and connector or within the controller. When this alarm condition occurs, the pump will be running on a single stator and will consume slightly more power. The IFU instructs that the decision to change the controller should be based on the analysis of the controller log files, the frequency of the alarms, whether the alarm resolved, the occurrence of other alarms, whether associated with changes in pump speed, flow or power and the patient's condition. The IFU cautions the user to always have a backup controller available and programmed identically to the primary controller. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. This event was assessed and is being reported as part of a retrospective review of events, which was in response to an update to the MDR decision criteria.

Event description:
A report was received that during ventricular assist device (vad) implantation, the pump was started at a speed of 1800 rpm and then increased to 2000 rpm and then to 2200 rpm as per usual. Once the speed reached 2200 rpm, a "controller fault" alarm occurred.  The patient was still on partial bypass at this time, so the pump was stopped and a controller exchange was performed which the patient tolerated well. The patient was placed on the back-up controller and the pump was started up. No further issues occurred for the remainder of the implant. Per perfusionist, it was a successful wet test and connection of the driveline to the controller was done without any issue or potential contamination of the connector. No damage was noted to the initial controller or the driveline port. Per site, no adverse events occurred with the patient during this episode as they were still partially on bypass. No further information has been provided.